Event description:
This is filed for gripper actuation issue. It was reported that during device preparation, the clip delivery system (cds), one gripper did not drop all the way. Several attempts were made, but the gripper would not drop all the way. The grippers would raise appropriately. The device was not used and there was no patient involvement or a clinically significant delay in procedure. No additional information was provided regarding this issue.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incident reported from this lot. Based on available information, a cause for the reported gripper actuation cannot be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.